Manufacturer narrative:
The patient samples were provided for investigation. The customer¿s cortisol ii results could be reproduced. No interfering factor against the streptavidin component of the reagent could be detected in the samples. The investigation is ongoing.

Manufacturer narrative:
The samples were requested for investigation.

Event description:
The initial reporter stated they received questionable results for two samples from one patient tested with the elecsys cortisol ii assay on a cobas e 801 analytical unit (serial number). An interference is suspected as the cobas e 801 results did not agree with the clinical status of the patient. On (B)(6) 2023 a sample from the patient resulted in a cortisol ii value of 1174 mmol/l. On (B)(6) 2023 a sample from the patient resulted in a cortisol ii value of 1043 mmol/l. The samples were also tested with a competitor method, resulting in a cortisol value of 600 nmol/l. No specific date was provided. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
During investigations, the cortisol concentration in the alleged samples was further determined with a liquid chromatography with tandem mass spectrometry (lc-ms/ms) method and was found to be in agreement with the elecsys cortisol ii results. The investigation could not identify a product problem. The elecsys cortisol ii results are considered correct.